Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had 62 low voltage alarms and was frustrated because the alarms kept them awake all night. The patient did not experience any symptoms. It was noted that the patient's battery clips were previously replaced on (B)(6) 2023, however that did not resolve the problem. On (B)(6) 2023, the system controller and the modular cable of the driveline were exchanged. The patient tolerated the exchange well and the alarms resolved. Log files were submitted to technical services for cause evaluation of the low voltage alarms as well as to identify any further intervention recommendations if the alarms persisted. The event log confirmed the low power advisories alarms (f10) which appeared to have been caused by the white power lead of the system controller. Otherwise, the log file captured routine events and there were no notable alarm conditions or parameter changes.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of low voltage alarms active was confirmed via analysis of the submitted log file. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. The submitted controller event log file contained data spanning approximately 5.5 hours on 01dec2023 (8:56:18 ¿ 13:39:43 per the timestamp). The log file captured intermittent atypical low voltage advisory alarms active while connected to battery power active due to the relative state of charge (rsoc) voltage in the white power cable fluctuating below the alarm voltage threshold. The alarm consistently cleared and reactivated without any sort of power source exchange. Pump speed was not affected by the alarms. There were no other notable atypical alarms active. Provided information stated that the cause of the low voltage alarms was suspected to be the white power lead on the controller. The controller was exchanged resolving the event; the controller was not returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage alarm conditions, and the actions to take if the alarms do not resolve. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.